Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a luer connector on the infusion set broke and a fragment became lodged in the chamber; the user removed the fragment by turning it counterclockwise with a flathead screwdriver and then attached a new luer connector. Symptoms included no adverse clinical effects and blood glucose was not affected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed the connector fractured and separated, with pieces not retained for analysis. It was concluded that the device component failed due to a connector breakage, and the issue was resolved by replacing the luer connector.